Event description:
It was reported that during a stent placement procedure via superior femoral artery, while deploying the stent, only one hundred and fifty millimeter or less of the stent was allegedly seen under fluoroscopy. It was further reported that the stent was not equal to the stated length when compared to the balloon length of one hundred and fifty millimeter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the catheter sample is not available for evaluation. Provided movie/ images demonstrate the deployed stent and the entire stent deployment process. During deployment the inner catheter is moving forward, which may be an indicator for stent foreshortening. The proximal end of the stent is further distal after deployment compared to the start position which confirms stent foreshortening. A measurement was not possible because of missing adequate scaling information. The real length of the visible pta balloon was not known. The inner catheter was visibly moving forward on the provided video, 6f introducer with 0.035" guidewire were used for access, the vessel was calcified, and the introducer was secured during deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during the procedure; in particular the instruction for use state: 'remove slack from the delivery system', 'confirm that the introducer sheath is secure and will not move during deployment.', 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.', and 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' The instruction for use state: 'pre-dilation of the lesion should be performed using standard techniques.', and in regards to access/ accessories: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. A stent size selection table is part of the instruction for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. H10: b5, d4 (expiry date: 04/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, while deploying the stent, only one hundred and fifty millimeter or less of the stent was allegedly seen under fluoroscopy. It was further reported that the stent was not equal to the stated length when compared to the balloon length of one hundred and fifty millimeter. There was no reported patient injury.